Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report any reoccurrence of the malfunction code.